Event description:
It is reported that the surgeon was performing a revision in 2009, for a loose stem that had been implanted in 1999. The new stem was requested and the shrink wrap was removed from the box. Once the seal was broken and the contents of the box was removed from the outer carton, it was noticed one corner of the first sterile barrier was damaged and as they proceeded to open the second sterile barrier, it too was damaged. The surgeon took full responsibility and had the implant sterilized at the hospital and implanted it in the patient. This was done by consulting with the or supervisor and others. Surgery was delayed by 45 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.